Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an open cholecystectomy with intraoperative cholangiograms, common bile duct exploration, transduodenal sphincteroplasty and the repair of a 12x12 inch incarcerated recurrent incisional hernia. She had revision surgery 4 months post-surgery. At this time, she underwent an exploratory laparotomy with drainage of abdominal abscess, removal of the infected mesh, placement of a biologic strattice mesh, placement of a wound vacuum-assisted closure and repair of small bowel. Her first surgery was in (B)(6) 2011 where she had a laparoscopic gastric bypass combined with open, small bowel resection, repair of incarcerated recurrent incisional hernias, and a laparoscopic hiatal hernia repair. The patient experienced adhesions, bowel removal, mesh removal, recurrence, revision. Medical history: morbid obesity, type 2 diabetes, hypertension, hypothyroidism and gallstones.